Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed from the date of manufacture to the present date. The device was not previously returned for service. The database showed no quality notification/s were opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). 8015 sn: (B)(4) npi. Watch dog error upon powering unit. Recommend to try a logic bd or power supply bd. Replace bd which is the cause of the error.